Event description:
Abbott diabetes care received, a medwatch report. Which contained the following information: a customer's spouse reported, that his wife, who was using an adc device, had passed away. Adc customer service was able to contact the reporter, who indicated that on (B)(6) 2023, the reporter woke, during the night and found the customer unconscious. A "replace sensor" message was obtained, when the reporter attempted to scan the sensor, indicating that there were no readings obtained or high/low glucose alarms available from the sensor. Emergency services were called and upon their arrival, a blood glucose result of 14 mg/dl was obtained on the healthcare meter. It was reported via the medwatch, that the customer was in a coma for 4 days. The customer passed away on (B)(6) 2023. It is unknown at this time, the customer's official cause of death, or any additional diagnosis or treatment the customer may have received, during hospitalization between (B)(6) 2023. The reporter stated, that they did not want to speak further about the death of the customer. And they indicated, they would not return the device(s) in question to adc at this time. Given the information presented at this time, it is inconclusive, that the adc device has led to or contributed to the death of the patient.

Manufacturer narrative:
Please note, that this report captures and addresses the information provided in mw5150728 and mw5150729. At this time, product has not been returned. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release (s/n#: (B)(6)). The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release (s/n#: (B)(6)). The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified, during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product(s) are returned or additional information is obtained, a follow-up report will be submitted. Please, additionally note, that this issue was previously reported by the customer's spouse under adc reference (B)(4) on 17-dec-2023. And was submitted to the FDA under MFR report # 2954323-2024-01908. However, the reporter did not report to adc that a death had occurred, related to the device at the time of this previous MDR. All pertinent information available to abbott diabetes care has been submitted.